Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
Event occurred regarding a monitoring kit w/ safeset¿ ii, 03 ml flush device & marvelous valve where it was stated in the report "that a-line tubing broke off in tubing.". There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Device was received on 9/17/2025. Investigation summary: the reported complaint of separation was confirmed. However, the extension set is not an ICU medical set. During visual inspection the extension was observed to be cut or separated, and no anomalies were observed on the monitoring kit. When the rest of the set was primed and pressure leak tested (equipment cal ID: (B)(4)) per psp.x.mk, no leaks were observed. The probable cause is unknown. A device history record review could not be conducted because no lot number(s) was/were identified.